Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of failure to crush the stone due to the hardness of the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2.5cm stone. However, when the device failed to crush the stone due to the hardness of the stone, a different device was used to complete the procedure. No patient complications were reported as a result of the event.